Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave oversensing causing inappropriate automated mode switch (ams) episodes on the pacemaker. No patient symptoms or intervention was reported.

Event description:
New information received notes that the patient exhibited two p-waves, described as biphasic p-waves. There were also far-field r-wave oversensing, unrelated to the p-wave phenomenon resulting in inappropriate automated mode switch (ams) episodes. No patient symptoms or intervention was reported.